Manufacturer narrative:
The device involved was not available for evaluation. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened. Often, if an introducer is used, and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break. As noted in prior correspondence on the issue of broken spinal needles, historically there has been a low chronic incidence level of broken spinal needles observed. Bd has initiated some labeling changes, and education initiatives geared toward reducing the potential for breakage, this low incidence level remains. A task force has been formed to further investigate the issue. Members of the task force will include representatives from: product engineering, manufacturing, metallurgy, anesthesiologists (currently using spinal needles), and quality assurance. This task force will be charged with conducting a detailed analysis on the incidence of spinal needle breakage and assessing potential approaches for short and long-term improvements. This team will review product design, product materials, as well as the requirements of anesthesiologists using the product.

Event description:
The 27g needle broke off in patients back. Account did not notice that needle was broken when procedure was finished. Patient was sent home, but felt pain the following day. Patient returned to hospital and needle was removed.